Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a calcified and moderately tortuous proximal left anterior descending (lad) artery. The 3.5x15mm quantum maverick balloon was inflated to 10 atm's and ruptured. The ruptured balloon was exchanged for another maverick balloon to complete the procedure. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Microscopic examination of the balloon material revealed a pin hole tear in the balloon wall located 2.4 centimeters proximally from the distal tip. Visual and microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material, which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the pin hole tear experienced during the procedure could not be determined.